Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/22/2024, it was reported by a sales representative via (B)(4) that an ar-9625 3.0 mm hex driver (batch: 021846) end had a twisted thread and an ar-9625 3.0 mm hex driver (batch: 1022234) snapped off at the quarter of an inch from the tip of the driver. The patient was not affected. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is confirmed. Visual evaluation identified that the hex drive geometry at the distal tip of the returned 3.0mm hex driver had twisted. Functional testing was not performed due to the damaged distal tip of the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.